Event description:
The customer called to report discrepancies between the sensor glucose and blood glucose levels. The customer was calling from the hospital, and had a high blood glucose reading of 217 mg/dl. The initial reason for the hospitalization was surgery. Troubleshooting was performed, and the customer was advised of the possible causes for the discrepancies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.